Manufacturer narrative:
Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus, the reported malfunction could not be reproduced, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the bronchofibervideoscope's balloon fell off. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.